Manufacturer narrative:
A product deficiency was not reported or found. Technical service was unable to provide the safety data sheet, as there was no contact information given and advised the consumer to seek medical care if any irritation persisted. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported accidental reagent exposure to eyes using their binaxnow covid-19 ag self test on (B)(6) 2025. The consumer reported putting one drop of reagent solution to their eyes. The consumer reported experiencing redness of their eyes due to the reagent exposure to the eyes. Additionally, the consumer reported immediately washing their eyes with water. The consumer confirmed there was no patient harm and no injury due to the reagent exposure to the eyes.

Manufacturer narrative:
Technical service was unable to provide the safety data sheet, as there was no contact information given. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported accidental reagent exposure to eyes using their binaxnow covid-19 ag self test on (B)(6) 2025. The consumer reported putting one drop of reagent solution to their eyes. The consumer reported experiencing redness of their eyes due to the reagent exposure to the eyes. Additionally, the consumer reported immediately washing their eyes with water. The consumer confirmed there was no patient harm and no injury due to the reagent exposure to the eyes.